Manufacturer narrative:
Device received with blank display due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer stated that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that the spring is neither damaged nor corroded. Customer stated that the battery compartment is neither damaged nor corroded. Display did not return after pump restart. The insulin pump will be returned for analysis.